Event description:
The rptr stated that rptr got er1 message on a blood glucose test. Rptr did not compare rptr's test strip to the color chart on the vial. Rptr allegedly had inserted the test strip correctly, and timed the test accurately. During troubleshooting, rptr retested and again got er1. Rptr checked the confirmation dot, comparing the test strip to the color chart, and stated that it matched 350 mg/dl. Follow up attempts to contact the rptr for further info have not been successful.